Manufacturer narrative:
No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received a shock. The shock accelerated the rhythm to ventricular fibrillation (vf) and a second shock was delivered which successfully converted the vf. No adverse patient effects were reported.